Manufacturer narrative:
The patient sample was provided for further investigation. The tsh and ft4 values that were generated at the customer site were reproduced. For ft3 a result within the normal reference range was measured during the investigation. The differences of the tsh and ft4 values generated with the assays from roche diagnostics and siemens most likely are caused by the different setups of the assays, the different antibodies used and differences in the standardization materials and methodologies used.

Manufacturer narrative:
The event occurred in: (B)(6). (B)(4).

Event description:
The customer complained of questionable elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii results for 1 patient sample tested on a cobas 8000 e 801 module compared to an investigation site's cobas 8000 e 801 module, cobas 8000 e 602 module, cobas e 411 immunoassay analyzer and a centaur system. This medwatch with cover ft4 iii. Refer to medwatch with patient identifier of (B)(6) for information on the ft3 iii results and to medwatch with patient identifier of (B)(6) for information on the tsh results. Refer to the attachment for patient data. Discrepant results are highlighted. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was requested but was not provided. The serial number for the cobas e602 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e602 was 331797 with an expiration date of 31-may-2019. The ft3 iii reagent lot used on this cobas e602 was 314666 with an expiration date of 28-feb-2019. The tsh reagent lot used on this cobas e602 was 341699 with an expiration date of 28-feb-2019. The serial number for the cobas e411 used at the investigation site was (B)(4). The ft4 iii reagent lot on this cobas e411 was 331797 with an expiration date of 31-may-2019. The ft3 iii reagent lot used on this cobas e411 was 314666 with an expiration date of 28-feb-2019. The tsh reagent lot used on this cobas e411 was 328081 with an expiration date of 31-dec-2018. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e801 was 304694 with an expiration date of 31-jan-2019. The ft3 iii reagent lot used on this cobas e801 was 314824 with an expiration date of 31-may-2019. The tsh reagent lot used on this cobas e801 was 283556 with an expiration date of 28-feb-2019. The investigation is currently ongoing.